Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The wiggle wire device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). The dragonfly catheter was loaded on the wiggle guidewire and advanced to the rca. Pullback was performed successfully. When attempting to remove the dragonfly catheter from the wiggle guidewire, it was noted that the dragonfly was wrapped around the wiggle guidewire. Both devices met resistance with the 6 french guide catheter and everything had to be removed as one unit. Another dragonfly catheter and guide wire were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information provided.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported difficulty removing the catheter was able to be confirmed; however, a conclusive cause of the difficulty could not be determined due to device condition. A dimensional analysis was performed. It was determined that the diameter of the splice region of the catheter and guidewire met the specification; however, a torn guide wire exit port was noted on the returned dragonfly. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined that the difficulty was likely related to circumstances of the procedure. The torn guide wire exit port noted on the returned dragonfly catheter suggests that the guidewire and catheter were likely spread apart during removal causing the guide wire to tear into the exit port of the dragonfly resulting in difficulty removing and damage to the guide wire tip coils. It is likely that patient¿s anatomical condition(s) affected the withdrawal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.